Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc). The exact cause has been under investigation. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an endobronchial ultrasound-guided transbronchial needle aspiration, the subject balloon, which was attached to the endoscope, was missing when the user withdrew the endoscope. There was a possibility that it was remained in the patient but this has no been confirmed. No more information was provided. Also, it was reported that the similar event had occurred another three times for past nine years. This is second one of the four reports.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2017-01519 to provide additional information. The exact cause could not be conclusively determined because the subject device was not returned. However, based on the similar cases in the past, the event might occur since the balloon was not attached correctly to the endoscope. The instruction manual of bf-uc260fw, which use in combination with the subject device, has described how to correctly attach the balloon.